Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was going through the load process when a red x and zero displayed on insulin gauge. During troubleshooting with tandem technical support there were no alerts or alarms present in the pump history. The customers blood glucose level was not impacted. The customer was able to finish the load process and resume insulin delivery.